Event description:
It was reported that the ats 2000 tourniquet caused bruising. There was no further report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. If the device is returned, a follow up report will be submitted.